Event description:
An impella cp device was inserted via the femoral artery in a 75-year-old male patient presenting with post-cardiotomy cardiogenic shock/low cardiac output syndrome (pccs/lcos), scai shock stage c. There was information that impella cp use had been considered in other pccs cases involving bentall + CABG, but in this patient¿s case, insertion was not possible. After impella insertion was discontinued, no further impella support was provided, and the patient was transitioned to ECMO for circulatory support.the reported events include failure to advance, medical device removal, and hemodynamic instability. The impella cp will be conservatively reported for serious injury due to temporary hemodynamic support interruption during device removal; however, the removal was performed with no consequence to the patient, and support was resumed via ECMO without any known adverse events.

Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Corrected information has been provided in d1 brand name. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of the issue was not determined due to insufficient clinical details.